Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) of 400 mg/dl with excess urination, excess thirst, and trace ketones associated with a large prime volume issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter noted that the pump was skipping the load step and the user was having to prime greater than 10 units more than usual in order to properly prime the pump. During troubleshooting, the reporter was instructed to remove the cartridge and complete the rewind and load steps, and the pump appropriately alarmed for "no cartridge detected". The issue could not be duplicated during troubleshooting. The reporter was advised to monitor the issue and call back if it recurred. The user guide instructs the user to prime until drops are seen coming from the end of the tubing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: issue was confirmed in history but not reproduced in testing. .the prime history for (B)(6) 2017 is not available. The available pump history shows evidence of large prime volumes. The last basal delivery was on (B)(6) 2017. During testing, the pump performed the ez-prime steps with no issues occurring. A 100 u cartridge was correctly loaded with no issues. Force sensor measured in specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed pump cover; no intermittent conditions observed. No hypersensitive or stuck keys were observed on keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required parameters at the time of distribution.